Event description:
Mr (B)(6) is a (B)(6) year old gentleman with a history of nonischemic cardiomyopathy since the age of (B)(6). He had his heartmate lvad placed on (B)(6) 2015 and presented to mgh in transfer from outside hospital with elevated ldh, and power spikes resulting in lvad exchange 2/2 to pump thrombosis.